Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a peritoneal dialysis catheter. The customer states during use on a pt, after 9 days of use, blood removal became poor and the catheter was removed for inspection. Upon inspection, the catheter was found torn.

Manufacturer narrative:
Submit date: 06/06/2013. An investigation is currently underway. Upon completion, the results will be forwarded.